Manufacturer narrative:
Correction regarding the supplemental #3004209178-2026-00546. There was no new information, this was submitted in error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported having difficulty with recharging the implant for 3-4 months after implant. Patient said it takes a long time to charge the implant, up to 8 hours, and the recharge quality is poor. Patient also mentioned getting error code 1719 on the recharger app. Reviewed with patient that the time allowed to complete charging the implant is about 5 hours and patient is exceeding that. Patient mentioned that the implant has moved up from the scar of where it was inserted and moved upward and beveled around the implant. Agent asked, patient said the bottom part of implant is digging into the muscle a little bit and the top part is leaning forward. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient also reported error: message: service code: 337 ¿ connection interrupted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B2, b5, h1 and coding updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) called back and said the issue is persisting but says ist not taking as long to charge implantable neurostimulator (ins) but its still difficult to connect to charge. They also said they have 2 revisions since this call due to the issues pt reported in original call. They said they have to power cycle the handset several times to get wr to connect to ins and saw a code 999 but doesn't remember any other details. Pt says the handset will also freeze up when using the mystim rc application. During the call pt did hard reset on handset and will see if this helps the issue. A request was sent to repair dept to replace the wr.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.